Manufacturer narrative:
The reference c16112 has been allocated to this case by rayner. The healthcare facility reports that during implantation of a t-flex aspheric 623t iol the trailing haptic broke necessitating explanation of the iol. The healthcare professional was able to complete the procedure in the original surgery session with a back-up iol. The healthcare facility has confirmed that no further complications occurred and that there was no impact to the patient. The t-flex aspheric 623t iol was retained by the healthcare facility and was received by rayner for inspection on 9th august 2016. The product inspection performed concludes that the damage to the iol is consistent with damage caused as a result of the haptic getting trapped in the flaps during loading. A pdf copy of the returned product inspection report is attached for reference. Our review of production records for the t-flex aspheric 623t iol batch 066e86247 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (june 2016) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 066e86247.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided by the healthcare facility states "trailing haptic broke during insertion".